Event description:
Ous MDR - after an implant duration of about 34 months, oversensing with inappropriate shocks was reported. The device was explanted. No other adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.